Event description:
New information received low p waves that were too low to show electrical measurements was observed on the atrial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while in clinic, loss of capture at high atrial threshold was observed during interrogation. Programming changes were made and the replacement procedures were scheduled. During the atrial lead replacement procedure, the physician noted that the lead was fine, but the tissue around the implanted lead had caused the high capture. The lead was capped on (B)(6) 2019 and replaced. There were no complications that was observed during the procedure. Patient was stable post procedure.